Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was damaged. The customer¿s blood glucose level was 500 mg/dl. Customer also states that she has sinus infection, ear infection and viral infection. Customer declined to troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads.(B)(4).